Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported deployment issue was unable to be confirmed as the stent had already been fully deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determine the reported difficulties were likely related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the superficial femoral artery (sfa) after lesion pre-dilatation with a 6.0 mm balloon, the supera stent was attempted to be deployed. After about 40 mm of the stent had been deployed the handle ratchet lost traction and the stent could not be deployed further. The delivery system and the stent were removed from the anatomy without reported issue. A different supera stent was successfully used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.